Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set occlusion event on (B)(6) 2024. Occlusion was located at the site. Blood glucose levels were reported to be high during the event. Patient took correction injections via multiple daily injections to address the event. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6004161 have already been previously tested for visual inspection and flow in the 1860599 on 06/may/2024. All tests were found within specifications as per 1860599 test report. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. The batch record 6004161 was verified and it was found within specifications. Device history record (DHR) review: the lot 6004161 was manufactured according to the document version 78 on the packing process in the machine multivac 10, on 28/apr/2024, with a total of (B)(4) units. Glue-connector: the lot 3k05747 was manufactured according to the document (B)(4) version 36 on the packing process in the machine mp03, on 06/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6004161 and four more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.